Manufacturer narrative:
(B)(4). Implant date: unknown. Explant date: unknown. Therapy date: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 07793.

Event description:
It was reported patient has been indicated for revision due to unknown reasons. The head and liner were revised. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
Reported event was confirmed by review of x-rays. X-rays were received and review identified lateral and superior dislocation of the femoral component with respect to the acetabular cup. The liner is radiolucent and not characterized. No lucency or fracture observed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient has been indicated for revision due to dislocation. The head and liner were revised. Attempts to obtain additional information have been made; however, no more is available at this time.